Manufacturer narrative:
Conclusion: distal embolization's are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2014-00005. Device was disposed of by the hospital.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 using a penumbra system reperfusion catheter and separator 041. Before using the penumbra system, 20,880 thousands of intravenous (IV) tissue plasminogen activator (t-pa) was administered. A merci guide catheter 8fr was deployed. A reperfusion catheter 041 was advanced to the m1 with a transcend ex 0.014 in. Aspiration was preformed with the reperfusion catheter and a separator 041 for 15 minutes. The physician then administered 2,000 units of heparin. After the thrombectomy, due to stenosis in the m1, percutaneous transluminal angioplasty with a balloon was conducted. Ten hours after the operation, the patient's condition deteriorated. The test result indicated re-occlusion in the target vessel. The physician closely monitored the patient's condition but withheld any treatment. Approximately 3 months later, the patient left the hospital. Physician's comment: the re-occlusion part was found farther than the original occlusion, but at the target vessel in the right m1. Because the penumbra system passed the re-occlusion part, the relation between the event and the penumbra system is unknown. Furthermore, the event was possibly related to coagulopathy caused by lung cancer.